Event description:
It was reported that the customer's insulin pump was spilling insulin before filling the tubing. The customer stopped the filling, rewound the tubing and then received a no delivery alarm. The customer received the no delivery alarm three times are changing the infusion set. The customer's blood glucose was 210 mg/dl. Troubleshooting was done. Advised customer that the insulin pump was working as designed. Explained that the issue of the insulin spilling out while trying to fill the tubing normally occurs due to vent blockage. Advised that the insulin pump would be replaced and to watch out for vent blockage due to the tubing connectors being wet. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.